Manufacturer narrative:
A device history record review was not performed, as the reported event information did not indicate a potential manufacturing issue. Dissections and perforations, bleeding and hypotension are known potential adverse effects per the device instructions for use that can occur during any invasive procedure, and are often procedure-related. Anemia, often caused by bleeding, is a known potential adverse effect that can occur during the implant procedure, with a varying risk that is dependent on several factors such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. The elevated creatinine level, which indicates renal injury or failure, is a known side effect of certain blood pressure medications or reaction to fluoroscopic dyes and is a potential adverse effect per the device IFU.

Event description:
Medtronic received information that immediately post-implant of a transcatheter bioprosthetic valve there was a retroperitoneal bleed, intermittent hypotension and a pneumothorax. The bleed was a dissection of the artery possibly related to the delivery catheter system (dcs). A surgical repair of the artery was made, and the patient was treated with vasopressors and a blood transfusion. The patient was anemic, however did not require treatment. The following day the patient was found to be hypovolemic, with low urine output and low platelet count, requiring a blood transfusion. Two days post-implant, creatinine had increased from pre-implant 0.9 to 1.3. The issue resolved with medications. No other adverse patient effects were reported.

Manufacturer narrative:
The dcs was discarded by the facility and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history review and investigation is in process, once the review and investigation is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.